Event description:
According to the reporter, a single stapling anastomosis was done. The donut tissue was partly torn. A part of the rectum which anastomosis was done was turned outward. Additional manual suturing was done to correct the issue. There was no bleeding, and nothing fell into the patient's cavity. The procedure was not extended more than 30 minutes. The staples were visible and were not malformed. Tissue transection appeared to have been done properly. The donut tissue and anastomosis part were found to be torn.